Event description:
It was reported that while setting up for a breast biopsy, they noticed a burning smell coming from the unit. They changed units and completed the case with no consequence to the pt.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received visual and functional examination: the unit was found to require the vacuum pump to be replaced. The device was functionally tested, met all product requirements and returned to the customer.